Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. The device was fired, it made a cracking sound and only half of the staples were fired. There was no adverse consequence to the patient.

Manufacturer narrative:
Damaged firing trigger teeth. Evaluation summary: the analysis results found that the instrument was returned in good visual condition and with no cartridge present. No functional test could be performed with the instrument as the firing mechanism was noted to be damaged. The instrument was disassembled to verify the condition of the internal components, and the firing trigger teeth, and the left shroud pinion axle support were found damaged. Event description could not be confirmed as no cartridge was received for analysis. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specification. The manufacturing records were reviewed, and no anomalies were found during the manufacturing process.